Event description:
The user facility reported a 66-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient developed hemolysis during impella cp support. The p-level was adjusted in an attempt to troubleshoot the issue, but a definitive resolution was not confirmed. Support with the implanted pump remains ongoing.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the hemolysis has been completed. Pump was not returned for investigation. Data logs were investigated. There were no suction alarms seen, motor current spikes or a trend in the placement signal. It was stated in the clinical that the p-level was reduced for support but no blood products were given to the patient. The logs show that the p-level was reduced because the flows were not optimal. However, the clinical information and data logs are inconclusive. Therefore, the root cause of the hemolysis issue was not determined since product was not returned and data logs were inconclusive. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- h6 component code 925 corrections to the initial MFR report: d4-model number added- d6a/d6b f6/f8 should have been left blank.